Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the 3 returned photos and confirmed the reported observation of white foreign matter. However, since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident and determine what the foreign matter was. A device history record review was performed and showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd precisionglide¿ needle had foreign matter. 3100 occurrences were reported but discovered before use. The following information was provided by the initial reporter: in 19*1.5 needle there are foreign particles presence in the pack and on the tip of needle.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needle had foreign matter. 3100 occurrences were reported but discovered before use. The following information was provided by the initial reporter: in 19*1.5 needle there are foreign particles presence in the pack and on the tip of needle.